Manufacturer narrative:
The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer confirmed the subject device was shipped in accordance with specifications via DHR. The legal manufacturer reported that the root cause could not be determined. The lm reported that the most probable causes for the reported event are as follows: based on the investigation results, the probable causes are shown below. The true cause could not be identified: the intrusion of the adhesive into the wire part might have caused the residues to be stuck. Occurrence mechanisms: the actual device has been repaired until recently. The forceps elevator was not repaired but was fixed with an adhesive. The actual device in the above state was reprocessed, and the adhesive could have drained down to the wire part. The actual device was not returned, and no pictures were attached to the report, and therefore the root causes could not be identified. Nine years have passed since the subject device was manufactured on december 6, 2011.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of ¿elevator is gummed up with rubber sealant from previous repair¿ was confirmed. The elevator wire residue stuck on the distal end side. The glue found was part of the previous repair. The switch button #1 misalign affecting function.

Event description:
The user facility reported that the scope¿s elevator forceps is jammed with rubber sealant from previous repair. There was no patient involvement reported.